Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix e/x (device #2) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix e/x (device #2). An additional emdr was submitted to represent the bard/davol composix e/x(device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol sepramesh ip device. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1). (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #2). Ni/ni/ni: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. The patient is only making a claim for an adverse patient outcome against the two (2) composix e/x (device #1) and (device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per attorney attorney alleges the patient underwent surgery for implant of an unspecified bard/davol composix e/x on(B)(6) 2006 and (B)(6) 2006. It is alleged by the patients attorney that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2009. It is also alleged by patient attorney that on (B)(6) 2007, the patient had unspecified injuries .as reported, the patient is making a claim for an adverse patient outcome against the two (2) composix e/x . As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix e/x (device #2) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix e/x (device #2). An additional emdr was submitted to represent the bard/davol composix e/x (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol sepramesh ip device. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1). On (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #2). Ni/ni/ni: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. The patient is only making a claim for an adverse patient outcome against the two (2) composix e/x (device #1) and (device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."